Manufacturer narrative:
The customer returned camera head to olympus with the reported issue of ¿damaged cable and optics gripper". The customer request was confirmed. The coupler mount and cable was damaged (twisted and cut). A device history record review was completed, and no issues were identified. As per the instructions for use (IFU) manual, ¿should any irregularity be observed, do not use the camera head; contact olympus.¿ the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of the device.

Event description:
It was observed during device evaluation that the camera head cable had a cut and there was interference in the image. There was no patient involvement.